Event description:
A customer reported a malfunction with their pump, identified with a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue, and the same malfunction code did not appear again. The customer was advised to continue using the pump and to contact technical support if the malfunction recurred, which they acknowledged and understood.